Event description:
It was reported that while declotting a tight loop graft, the basket on the ptd separated and could not be removed with a snare. A cutdown was performed to remove the basket. There were no further complications.

Event description:
It was reported that while declotting a tight loop graft, the basket on the ptd separated and could not be removed with a snare. A cutdown was performed to remove the basket. There were no further complications.